Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h10 update : upon investigation of the actual device used in this incident it was determined that the firewall was creating connection issues between the drawers and the station when performing maintenance reboots. A technical support specialist disabled the firewall to resolve. The system functioned as intended.

Manufacturer narrative:
Investigation pending, a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers fail after performing a maintenance reboot. A hard reboot resolves the issue, but the customer stated that this has led to delays in the operating room suites. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-sep-2021 to 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device failed, and all drawers were not detected on bus after performing a maintenance reboot. A technical support specialist disabled all the firewalls to resolve the drawer failure on reboot issue. The system functioned as intended after the technical support specialist troubleshooted the device. The following fields have been updated with additional information: a1 patient identifier. D5 operator of device. E1 initial reporter facility name (B)(6). E3 initial reporter occupation. H6 - investigation codes.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers fail after performing a maintenance reboot. A hard reboot resolves the issue, but the customer stated that this has led to delays in the operating room suites. There were no adverse events or injuries reported based on this event.